Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. Three possible lots have been identified for the device: 31982, 32391 and 33083. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The july 2007, 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. Our hta user's manual, precaution and warnings section, page 5-7 outline that a compromise of the cervical seal could result in a fluid loss, which could result in thermal injury to surrounding tissue.

Event description:
It was reported to boston scientific corporation that a patient underwent a therapeutic hydrothermal ablation procedure in 2007. Within five minutes of the ablation procedure, the hta system generated an alarm indicating a fluid loss with a rate of approximately 5 to 8cc per minute. The physician added a second tenaculum stabilizer in an attempt to maintain the cervical seal and completed the procedure. Post procedure, upon removal of the sheath, the physician noticed that the patient suffered a burn (characteristics of the burn are not known). The burn occurred from the patient's cervix to the perianal region (actual size of the burn is not known). The physician applied silvadene cream to the burned area and packed the vagina. The patient sought the advice of the plastic surgeon (the patient outcome is not known). The physician felt the patient would heal on her own.